Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown stryker v40 lfit cocr head, 36mm. It was noted that the device is not available for evaluation because the surgeon decided to retain the devices. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.

Event description:
It was reported that the femoral head dissociated from stem leading to revision 6 years post op.